Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a loose mouthpiece. In addition to the foreign matter found in the nozzle, other evaluation findings are as follows: the adhesive on the bending section cover had a white clouded area; the water removal ability did not meet the standard value due to clogging of the nozzle; the image guide protector was chipped; the paint on the suction cylinder was peeled; switch#4 was worn; the universal cord had a wrinkle and a dent; and there were scratches on the image guide protector, switch#1, and the protector of the universal cord on the suction connector side. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified and the root cause of the foreign material found in the device nozzle could not be determined. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as described below: [inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the gastrointestinal videoscope had a loose water inlet. There was no report of patient harm. The device was returned, evaluated, and foreign matter was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.